Event description:
It was reported that an ilet pump experienced a cartridge that became stuck in the chamber; a guided fill-tubing maneuver advanced the motor to 60 units before an ¿unable to proceed¿ message occurred, and repeat attempts after a restart resulted in the same message, preventing removal of the cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a failure to eject the cartridge associated with the pump mechanism and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
Initial.